Event description:
Report received of one missed dose of antibiotic. The homecare patient was receiving an unspecified dose of ampicillin every four or six hours. The pump settings were not specified. The pt was also receiving an unspecified dose of gentamicin every eight hours via gravity infusion. The pt did not notice that the batteries on the pump were low. During the night, while the pt was sleeping, the pump shut down due to exhausted batteries. The pt placed new batteries into the pump. When pt restarted the pump, the program was not saved. The pt did not want to call the nurse on call during the night, so pt disconnected the tubing and flushed the IV access port. In the morning when the on-call nurse turned the pump on, the pump gave an "air in line" alarm. The pump was replaced by the nurse and the patient's IV ampicillin was resumed. The pt missed one dose of the ampicillin, as pt chose to not call the nurse until the morning. Though requested, no further information was available.